Event description:
On the remote monitoring report, in page 1, the atrial lead impedance before MRI is above 3000 ohms. After MRI, this value was of 620 ohms. On page 4, the impedance curve was stable around 600 ohms.

Manufacturer narrative:
The issue reported in this complaint is related to a programmer bug. - the lead impedance value is saved in the device when the MRI starts. The bug occurs when the programmer managed the statistic decoding. No issue is suspected on the device. Please refer to the attached analysis report.